Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative (rep). It was reported that patient had a lead revision yesterday ((B)(6) 2018) in which one lead was removed and replaced with a 2 quad lead and the patient also had octad lead- all placed in cranial area with ins in the clavicle area. Rep stated that patient was programmed after surgery with 3 programs but because the patient was in a lot of pain and unable to indicate where stimulation was comfortable, rep told patient to adjust stimulation to comfort later on. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep) on 2018-may-23. They assume that the patient¿s pain and inability to indicate where the stimulation was comfortable resolved. They have not heard from the patient or provider since their lead revision on (B)(6) 2018. The rep clarified that one of their 1x8 leads was replaced with (2) quad leads on (B)(6) 2018 to provide neck pain coverage and (1) quad was placed in their neck. The other quad was placed in the same place (cranial) as the 1x8 that was removed. They do not have any information regarding the lead revision on (B)(6) 2017. The lead revision was done to provide the patient with neck pain coverage. This information was confirmed with the physician. No further complications were reported/are anticipated. [Omitted information regarding stimulation settings, icon and cycling issues as it is captured in (B)(4)]

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and head/neck (non-malignant). The rep reported that the patient had a lead revision on (B)(6) 2017. The rep reported that during the revision the healthcare provider (hcp) removed the cervical lead and added a second lead above the patient¿s left ear. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the cause for the lead revision was a need for better cranial coverage and better left ear canal coverage. The patient had been experiencing jawline pain and forehand pain persistently before the revision. No further complications were reported.